Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by the patient described as the patient used a basin of contaminated water to warm the solution bag for pd therapy. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a consumer with supplemental information provided by a nurse in the USA of a breach in aseptic technique and peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4, 1.5%, low calcium (cal) ultrabag and dianeal pd4, 2.5%, low cal, ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the consumer. On an unreported date, the patient used contaminated water, which caused peritonitis (onset date unknown). The patient was not hospitalized for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. On (B)(6) 2013, baxter global pharmacovigilance (gpv) followed up with the pd nurse (pdn) and received the following information. The pdn medically confirmed the report of peritonitis. The pdn clarified that the patient took the dianeal bag out of its outer wrapper and placed it in a basin of water to warm it, which led to peritonitis diagnosed on (B)(6) 2012. The nurse confirmed that the patient was not hospitalized. The patient was treated for the peritonitis with vancomycin, ip, and cipro, orally (doses, frequencies, and lots not reported). Per the pdn, on an unreported date, the patient recovered from the event of peritonitis. On (B)(6) 2013, baxter product surveillance (ps) made contact with the pdn regarding the reported incident. The nurse stated the patient was retrained on using proper aseptic technique. On (B)(6) 2013, the pdn provided additional information. The pdn further explained that the patient had recently moved and during the move, the patient had packed her heating pad, which she normally uses to heat her solution bags. In this instance, when the patient proceeded to perform therapy, the heating pad was not available so the patient thought of using a warm basin of water to heat the solution bag. The pdn confirmed that she retrained the patient on aseptic procedure and emphasized to only use dry heat when heating the solution bag. The pdn reported the patient understood and is now only using the heating pad to warm the solution bags. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution and was instead related to the patient using "contaminated water" to warm the solution bag.